Event description:
Operative procedure was received and mention that patient had intraoperative bradycardia and coughing so the output current was turned down. No additional relevant information has been received to date.

Event description:
Information received that patient has no pre-existing medical conditions. Patient had bradycardia with 75 bpm prior to event and 42 during event. The event occurred intraoperatively. It did not occur while performing diagnostics. Lead impedance was ok (illegible but appears around 2000 ohms). General light anesthesia was used. Length of procedure was 20 minutes. It was noted the device was working as intended. Form notes the believed cause is vns stimulation. Settings were reduced. No prolonged hospitalization. No recurrence of events. Notes mention self-limited episode of bradycardia with initiation of stimulation after change of ipg type from 105 with 1.5ma to 106 with same amperage. Reduction of ma from 1.5 to 1.25 addressed the bradycardia which then returned to baseline.